Event description:
During a myosure procedure for intrauterine tissue removal of a 7 to 8cm fibroid the physician saw "little shards of the (B)(4) shaft being cut out by the myosure blade." The procedure was abandoned and the physician "irrigated the cavity with saline trying to recover all the pieces of the metal." The pt was discharged home after a brief recovery period. On (B)(6) 2011, the physician reported the pt was seen on f/u and "is doing fine".

Manufacturer narrative:
Serial number of the myosure control unit and hysteroscope not provided by the complainant. The device has been sequestered at the facility therefore, a failure analysis of the complaint device cannot be completed. If the device is rec'd an eval will be completed and a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).